Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient¿s spouse that the patient¿s device used to be checked every three months, but has now been being checked every six months and the last time it was checked the patient had been in afib (atrial fibrillation) and the company representative made an adjustment. The patient spouse noted that currently the patient is in the hospital because of afib and chf (congestive heart failure) and they want to know if it is because the patient¿s device failed. Follow-up was conducted with the clinic for additional information but was unable to obtain requested information after multiple follow-up attempts. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.